Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('e-free') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced abdominal distension ("huge belly") and alopecia ("mine felt out when I had essure/thin hairs"). The patient was treated with surgery (abdominial bilateral salpingectomy and partial hysterectomy). Essure was removed. At the time of the report, the medical device removal, abdominal distension and alopecia outcome was unknown. The reporter considered abdominal distension, alopecia and medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2020: social media: new reporter added event mine felt out when I had essure, really thin hairs growing in the head based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('e-free') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced abdominal distension ("huge belly"). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal and abdominal distension outcome was unknown. The reporter considered abdominal distension and medical device removal to be related to essure. "Concerning the injuries reported in this case, the following were described in social media : medical device removal." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received : event "huge belly" , reporter added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("huge belly"), alopecia ("mine felt out when I had essure/thin hairs"), joint swelling ("swelling in wrists, ankles and knee"), swelling face ("swelling of face"), arthritis ("inflammation wrists, ankles and knee"), visual impairment ("my visionis clear again"), headache ("headaches") and inflammation ("inflammation in face"). The patient was treated with surgery (abdominial bilateral salpingectomy and partial hysterectomy). Essure was removed. At the time of the report, the pelvic pain, abdominal distension, alopecia and inflammation outcome was unknown and the joint swelling, swelling face, arthritis, visual impairment and headache had resolved. The reporter considered abdominal distension, alopecia, arthritis, headache, inflammation, joint swelling, pelvic pain, swelling face and visual impairment to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-may-2020: social media received new reporter information was added. Medical device removal replaced with new event added pain, headaches, joint swelling,swelling face, arthritis, visual impairment. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('e-free') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. "Concerning the injuries reported in this case, the following were described in social media : medical device removal". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-feb-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('e-free') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. "Concerning the injuries reported in this case, the following one/ones were described in social media : medical device removal". No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.